Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest reported glucose of 321 mg/dl for approximately 6 hours 45 minutes while using the ilet with a 23-inch infusion set; a fingerstick measured 265 mg/dl, the pump was recalibrated, and insulin delivery was resumed, with the ilet displaying 265 mg/dl at call end. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting, user education on monitoring and backup therapy, and collection of blood glucose event details. Investigation of this case revealed no device malfunction reported and cause unclear, with user new to therapy and hyperglycemia addressed by recalibration and continued insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.